Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 04/17/2015: lot 145390: (B)(4) items produced and released on 10/29/2014. Expiration date: 09/30/2019. No anomalies found related to the problem. To date, (B)(4) liners of the same lot have been already sold without ant similar issue. Lot 147337: (B)(4) heads produced and released on 01/23/2015. Expiration date: 12/31/2019. To date, (B)(4) heads have been already sold without any similar issue. No infection not suspected infection on the same sterilization lots of the implants involved in this event have been registered.